Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support due to a leaking insulin cartridge. The patient stated that multiple cartridges had previously exhibited similar leaking issues. No cartridge lot number was available. The patient reported that they would change supplies once replacement components were available. Education was provided regarding avoiding overfilling cartridges, and the patient was advised to continue monitoring for any additional leaking. Replacement cartridges were arranged to be sent to the patient. The patient reported that blood glucose levels were affected during the event, with readings greater than 200 mg/dl for a couple of hours. No backup insulin therapy was used, no ketone testing was performed, and there was no recent steroid use, professional medical intervention, or need for additional assistance. The patient reported no immediate adverse health effects during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.